Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events reported for the manufacturing lot.

Event description:
It was reported patient was revised on left hip due to head and neck corrosion. Doctor removed head and liner.

Event description:
It was reported patient was revised on left hip due to head and neck corrosion. Doctor removed head and liner.